Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/07/2017, that on (B)(6) 2017, the patient experienced missing readings occurred. No medical intervention was reported. Additional event or patient information is not available. Data was provided for investigation (please see related psr). The problem was confirmed by the findings of a signal loss. The root cause could not be determined.